Manufacturer narrative:
This unit was field serviced by a vyaire medical authorized service technician. The service technician was not able to verify/duplicate the customer's reported issue during testing and evaluation. The device functioned per manufacturers specifications.

Event description:
It was reported to vyaire medical that teh ventilator failed while on a patient. The customer stated that "all the numbers were jumping all over the place, nothing was accurate." There was no patient compromise as they quickly removed the ventilator and swapped it out with another.